Event description:
Medtronic received information regarding an imaging system. It was reported that the system was not opening and closing. When using the pendant buttons, the system would open and close slightly. The site tried using the side door open button with no resolve. The reported issue did not result in a procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. Additional information received from a manufacturer representative indicated the system dingus was realigned and reported issue resolved.

Manufacturer narrative:
The system was serviced in the field and the system dingus was realigned. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.